Event description:
It was reported that the patient¿s right atrial was noted to be fractured. It was further noted that the impedance and sensing was not within normal ranges. The patient was not dependent on the lead and had no adverse effects due to event. The lead was capped and replaced on (B)(6). The patient was fine before, during and after the procedure.